Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know their blood glucose at the time of the incident. The customer stated that they had visited another state where the weather was humid, so the buttons of the insulin pump had stopped working. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).